Manufacturer narrative:
Please disregard the previous medwatch submission. Disrupted electrical supply to the auxiliary device due to heart lung machine (hlm) functional failure of auxiliary outlet has no impact on the performance of the hlm. Based on a review of the complaint details there is no reasonably foreseeable potential for this malfunction to cause an adverse event.

Manufacturer narrative:
The field service representative (fsr) checked the alternating current (ac) power from the accessory outlet which performs to manufacturer's specification.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the cdi 550 which was plugged in to the accessory outlet of the system 1 losses power. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.